Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the screen was frozen on the lock screen and the number "1" was illuminated. Additionally, it was reported that the wake button had stopped functioning. The screen was illuminated; however, when the button was pressed, the screen did not turn off. There was no information provided regarding the customer's blood glucose level. Although requested, no information was provided regarding an alternate method of insulin delivery.